Event description:
During an atrial flutter ablation procedure, a pericardial effusion occurred. At the end of rf delivery, the patient became hypotensive and an echocardiography revealed a pericardial effusion. A pericardiocentesis was performed which stabilized the patient. The procedure was completed.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported effusion remains unknown. Per the IFU, cardiac perforation is a known risk during the use of this device.